Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one grip detached and broken off. The grip fractured within the yaw pulley, at the cross section of where the grip is swaged to retain the conductor wire. Installation of the broken piece that backs into the yaw pulley shows that there is a bend near the fracture surface, as the tips have an offset. Engineering concluded that such damage to the instrument is indicative of overloading at the instrument tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci prostatectomy procedure, while dissecting tissue, a piece from the tip of the maryland bipolar forceps instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.